Manufacturer narrative:
Secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was later replaced; this resolved the problem. Cause of the event was unknown. .